Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing difficulty charging her ipg. The physician diagnosed the patient with seroma at the site of the ipg. The patient underwent a procedure to drain the seroma and reposition the ipg wherein the charging issues resolved. The patient was noted to being doing well following the procedure.